Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she experienced a reaction to the needle insertion site. Pt is pregnant and reported that, upon removing her sensors, she had red, itchy, raised bumps the size of quarters at the needle insertion site. Pt reports a lot of discomfort due to itchiness but reported that she had no infection or discharge at the insertion sites. She reported that some of the sites are still itchy and red but that they seem to be going down a little. Pt consulted her nurse practitioner, who did not prescribe medication because pt is pregnant. Pt was fine and healthy at the time of her call to dexcom technical support but reported that she continues to experience itchiness at the needle insertion site.